Event description:
The customer reported via phone call that the insulin pump had a foggy screen with fluid under the display. The customer stated that it appeared as if there was steam under the liquid crystal display. The customer's blood glucose was 146 mg/dl. The customer did not know how the device had been exposed to moisture. He stated that the insulin pump had not been dropped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no traces of moisture at the keypad traces, electronic assemblies, or motor assemblies. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.